Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt the left ventricular (lv) lead was not stable in the branch of the coronary sinus and kept falling out. The lv lead was not implanted and a different lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.